Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and a mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries. The patient has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation in order to treat rectocele .

Manufacturer narrative:
It was reported that following insertion the patient experienced extrusion, infection, urinary/bowel problems, recurrence, dyspareunia and other unspecified issues. It was reported that the patient underwent a posterior mesh revision on (B)(6) 2011 due to posterior mesh erosion. It was reported that the patient underwent a mesh revision on (B)(6) 2011 due to mesh exposure. (B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced dysuria, and hematuria. It was reported that patient underwent mesh revision on (B)(6) 2013 by dr. (B)(6) due to mesh erosion. (B)(4).

Manufacturer narrative:
(B)(4). It was reported that following insertion the patient experienced stress urinary incontinence.